Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent. See scanned page.

Event description:
The patient reported that she had lost motor function in her legs. She stated that her physician believes there could be an association between the loss of motor function and her interstim device. Further information is being requested from the hcp.